Event description:
The philips response ctr (rce) reported that when the customer completes any CT scan protocol, they review the original reconstructed images in the CT's quick review or CT viewer application and if they see some pathology to which they would like to alert the reviewing radiologist they place a region of interest (roi) on it to generate a (B)(4) number for the pathology. They then save this image as secondary capture which embeds the roi and (B)(4) number into this derived image and saves it to the CT local directory. The rce and the customer recreated this on many other scans and found the same issue with the (B)(4) unit for the region of interest on the secondary capture differed from the same roi on the original when secondary capture reopened from the CT local directory (before it was sent to pacs). This (B)(4) number difference can be small, i.e., 0.8 to 1.2. (B)(4) numbers but has been seen routinely as 5-8 and there is one case unconfirmed that the difference was 20. The secondary capture (B)(4) number is not always the higher number it can be lower but it is always different. The rce confirmed there was no harm to a pt, operator or bystander. The rce has recommended that the customer use their extended brilliance workstation (ebw) 4.5 to create the secondary capture where the roi difference does not occur.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the instigation. Internal cross ref: complaint (B)(4).